Event description:
The customer stated that a patient received unnecessary medication after generating a falsely elevated architect stat troponin-I result on the architect i2000sr analyzer. The customer indicated that the patient was administered aspirin and plavix and admitted to the hospital. The customer provided the following data: (B)(6) 2014: (B)(6), initial 0.834 ug/l, retest on 05/21/2014: <0.01 ug/l; (B)(6) 2014: (B)(6), retest 0.01 ug/l, retested on another analyzer 0.01 ug/l. The sample integrity was visually checked and no clots were observed. There has been no report of adverse impact to the patient after having been administered the medications.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed using lot 36932un14 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 36932un14, was not identified.

Manufacturer narrative:
The list number in the suspect medical device field was updated to document the correct list number. List number 02k41-38 has been entered. Previously, list number 02k41-35 was documented. An evaluation is in-process.